Event description:
Complaint summary - emdr validation testing

Manufacturer narrative:
This emdr submission is for testing and validation purposes. This report is not a live record.

Event description:
Complaint summary - emdr validation testing.